Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 it was reported that the patient experienced redness and serous exudate from the stoma site and was advised by gp to apply topical fucidin cream. On 2 march 2023 that patient reported that the stoma site was improving. On 10 march 2023 the patient reported that the stoma site continued to improve with applying the topical fucidin cream. On (B)(6) 2023 the patient reported oozing and redness at the stoma site, denies pain, the patient continued using topical fucidin cream. On (B)(6) 2023 the patient was prescribed flucloxacillin 500mg daily for 5 days. On (B)(6) 2023 it was reported that the patient completed antibiotic treatment and that the stoma site remained slightly red with minimal oozing.